Manufacturer narrative:
Additional information was received from preliminary investigation. The returned implant does not resemble (visually and dimensionally) the reported tsvwh10. As a result, implant was updated as unknown tsv zimmer implant. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: b4: date of this report. D1: device brand name:updated as unknown. D4: catalog number/ lot number: not provided/ unknown. D4: unique identifier (UDI) number: not provided/ unknown. G3: date received by manufacturer. G4: PMA/510(k) number: not provided/ unknown. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
Additional information was received from preliminary investigation. The returned implant does not resemble (visually and dimensionally) the reported tsvwh10. Implant was updated as unknown tsv zimmer implant.

Manufacturer narrative:
(B)(4). Additional 510(k) number: k011028, k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to bone loss at tooth location 3. Site was bone grafted.